Event description:
While using their sound processor, the pt reportedly experienced an overly loud sensation followed by no sound. The pt was seen at the center for device evaluation. External equipment was exchanged. However the problem was not resolved. Surgery to explant the pt's c1 device has been scheduled.